Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm sapien 3 valve, implanted in the pulmonic position, underwent a valve in valve procedure after an implant duration of 7 years and 5 months. A 29mm sapien 3 ultra resilia valve was implanted. The mode of failure was mild pulmonic stenosis (peak 27mmhg), with at least moderate pulmonic insufficiency, symptoms of increasing exercise intolerance, and palpitations by echo/clinic. During the procedure the 29mm s3 valve was ballooned with 28mm true pre dilation and 29mm sapien 3 ultra resilia valve was implanted. There were no complications and patient left the room in stable condition. Per the medical records, the patient's thv underwent revision due to moderate regurgitation. The patient reported experiencing tachycardia, occasionally accompanied by chest pain and dyspnea.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management d ocumentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was confirmed based on the medical record. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the thv was implanted in pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement only at the time of original implantation. While the device is now approved for pulmonic position valve replacement, it remains off-label for this case. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported, ''the patient's thv underwent revision due to moderate regurgitation''. Due to limited information, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.